Manufacturer narrative:
The biomedical engineer initially inspected the device by troubleshooting with the medtronic service engineer (se). The field service engineer eventually inspected the device and replaced the graphic user interface printed circuit board. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was connected to the ventilator and removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an issue with the graphical user interface (gui) printed circuit board (pcb). The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and found the gui pcb to be faulty. The repairs have yet to be completed.